Event description:
New information noted that the lead was explanted and replaced on 7/29/2016. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an alert for noise reversion, low pacing lead impedance and high capture thresholds on the right ventricular lead in bipolar configurations. The noise could be reproduced in clinic with isometrics and pocket manipulations. The patient was asymptomatic to noise. The device was reprogrammed to unipolar configuration.

Manufacturer narrative:
The reported complaints of noise, low impedance and high capture thresholds from the field were confirmed. Analysis found an outer insulation breach exposing the outer coil at 9.1 cm to 9.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
(B)(4)